Event description:
Connection issues were reported during the implant procedure. The physician was not able to remove the lead applying traction. The device was implanted, since the electrical connection was appropriate.

Manufacturer narrative:
(B)(4), 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.